Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted:(B)(6) 2016, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had his right side explanted (ins, extension, and lead). The patient's wife noticed that on (B)(6) 2015 his head was bleeding a little bit. The patient was given two rounds of antibiotics on (B)(6) 2016 and had a debridement performed on the scalp wound on (B)(6) 2016. On the "18th day"the patient had the sutures removed and an electrode was exposed. The right system was explanted on (B)(6) 2016 and cultures were taken; pseudomonas was found. The patient had a pic line for 6 weeks and plans to re-implant in june if blood work is normal.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the relationship of the scalp wound, bleeding, and exposed electrode to the device/therapy was unknown. There was not any trauma to the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.